Event description:
Information from ae regulatory system: on (B)(6) 2025, the nurse prepared the insulin pen according to the standard process. The air was primed normally during preparation. The medicinal liquid couldn't be injected after half of medicinal liquid delivered when operate subcutaneous injection with insulin pen. It was found that the needle-npe was bent. After replacing the needle with a new one, it could be used normally. Ae report no.(B)(4). Call center didn't contact with customer successfully, and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 320543. Sample availability: unknown. Sample availability details: unknown.